Event description:
Prior to the implant procedure, the device was interrogated and the battery life was lower than 87% capacity. A new device was implanted and the patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. The device met the minimum battery capacity requirements for implant as 88% battery life was remaining upon receipt and the minimum is greater then 87%. The device¿s functions were tested and impedance, sensing, pacing, and high voltage shock output were all normal and within manufacturing specifications.